Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a lung segmentectomy, after firing was pressed, the reload stopped and the jaw opened unexpectedly and a part of reload came out. An attempt to reverse articulation was reported to have resulted in a component from the reload disengaged. It was reported that all control buttons were non-responsive, and the reload could not be detached from the adapter. The device was replaced with manual stapler to resolve the issue. The procedure was extended. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted that the reload was returned connected to a adapter. The reload was partially fired to the 3.5 cm cut mark. The I-beam was fully retracted and the jaws were open. There was damage to one of the blowout plates and the other was not visible. The laminates were found to be herniated. Functional testing found that the returned adapter and reload were connected to a handle and clamshell. The handle was able to retract the herniated laminates and the reload could be centered and removed. It was reported that the device did not fire completely and the component was disengaged. It was difficult to unload and jaws remained closed. It was also reported that the instrument did not work. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: (B)(6)) sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6)) sigpshell, sig power sigpshell control shell (lot#: n5b1566y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a lung segmentectomy, after firing was pressed, the reload stopped and the jaw opened unexpectedly. An attempt to reverse articulation was reported to have resulted in a component from the reload disengaged. It was reported that all control buttons were non-responsive, and the reload could not be detached from the adapter. The device was replaced with manual stapler to resolve the issue. The procedure was extended. There was no patient injury.